Manufacturer narrative:
The unit has not been returned to isi for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: after the da vinci-assisted surgical procedure, a fragment from the monopolar curved scissors instrument was found to be missing. At this time, the location of the missing instrument fragment is unknown and it is unclear if the missing instrument fragment fell and was retained inside the patient.

Event description:
It was reported the after a da vinci assisted surgical procedure; the monopolar curved scissors (mcs) instrument was found chipped and it was unknown if a fragment of the mcs instrument had fallen into the patient during the procedure. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the device involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. However, for clarification, the instrument tube extension was found to be cracked at the proximal end and not "chipped". There were no missing pieces. A device history record (DHR) review for this device was conducted and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument. Based on the additional information received and the failure analysis results, this MDR report is deemed non-reportable and is being retracted. Failure analysis determined that there were no missing pieces confirming that no fragments fell inside the patient.